Event description:
It was reported that a spectrum iq infusion pump had a malfunctioning air sensor, saying there is air in line when there is not during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During evaluation, 'there is air in line when there is not.' Was not reproduced . A review of the event history log revealed multiple occurrences of air-in-line alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. The ultrasonic sensor requires replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.